Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure wherein a non-rechargeable ipg was implanted. The patient was doing well post-operatively and explanted ipg will not be returned.